Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed that the catheter had a yellowish appearance instead the usual white color - particularly at the end section where the black tantalum markings were. The catheter was broken. Also, the catheter was stiff and brittle, but not uniformly. The catheter would break in certain areas when handled since it had lost its usual flexibility. This confirms the customer¿s statement ¿that the catheter felt stiffer than usual¿. No anomaly was noticed during the process of this lot that could be related to the reported condition. No quality event and/or non-conformance was generated for the fg lot reported. The unit returned confirms the reported condition. It was unknown to what could have caused the change in elastic properties of the catheter. Product IFU states that resterilization may affect performance characteristics: ¿this product should not be resterilized. Resterilization may affect the performance characteristics and the safety of the device.¿ the root cause for this complaint was undetermined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the nl8508330 hermetic lumbar catheter broke off during insertion on (B)(6) 2019. The user suspected that the catheter felt stiffer than usual. The catheter was changed with a new one. There was no patient injury or surgery delay reported. Additional information has been requested.